Event description:
It was reported that the patient received six inappropriate shocks, and that there was suspected lead noise. During lead revision, the lead tested normally and the physician suspected the noise was from the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, no anomalies found.